Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the device did not power up. The complainant indicated that there was no patient involvement in the reported malfunction.